Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. Unit was received with corroded battery cap and tube.

Event description:
Customer reported that he was hospitalized for high blood glucose. Customer stated that he had problems with the battery and corrosion on the battery compartment. He stated that this caused high blood glucose. Nothing further was reported.